Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s inventory manager reported that a fresenius bloodline leaked during a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, no leaks or any damage were found in the complaint product sample. The complaint product sample was visually inspected. During the inspection no damage to the lines, clamps, connectors or chambers were found. After further inspection, no problems could be observed. The set was in the expected condition. The complaint product sample was tested on the hemodialysis machine 2008t for simulated use. During the functional test no disconnection, leaks, air bubbles, or level variation on the venous or arterial chamber or any alarms were noticed. The clamps required to be closed functioned as intended, no defects were detected with the integrity of the clamps. The sample test worked as intended without any abnormalities during the test period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was not confirmed.

Event description:
A user facility¿s inventory manager reported that a fresenius bloodline leaked during a patient¿s hemodialysis (hd) treatment. Follow up with the facility administrator (fa) revealed that the leak occurred two hours and fifteen minutes after the initiation of treatment. The leak originated from ¿the medication port line by the venous chamber, the clamp wouldn't lock while nurse was ready to administer medication resulting in back flow of blood¿. There were no loose connections. There were no issues note during prime. There were no changes or disruptions in pressure or the blood flow rate during treatment. The machine, a fresenius 2008t machine, did not alarm but was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, h3, h10 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s inventory manager reported that a fresenius bloodline leaked during a patient¿s hemodialysis (hd) treatment. Follow up with the facility administrator (fa) revealed that the leak occurred two hours and fifteen minutes after the initiation of treatment. The leak originated from ¿the medication port line by the venous chamber, the clamp wouldn't lock while nurse was ready to administer medication resulting in back flow of blood¿. There were no loose connections. There were no issues note during prime. There were no changes or disruptions in pressure or the blood flow rate during treatment. The machine, a fresenius 2008t machine, did not alarm but was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.